Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) replaced the sample probe, performed probe adjustments, and ran a precision check and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 3.64 mg/dl. The doctor questioned the result which prompted the customer to repeat the sample. The repeat result was 1.1 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Based on the available data, a general reagent issue could be excluded. The root cause of the event was found to be consistent with pre-analytical sample handling issues. No product problem was identified.